Manufacturer narrative:
MFR received date: 05 sep 2019. Additional repair information was confirmed. The touch screen was also replaced. The customer reported that the unit turned itself on. The customer requested a replacement touch screen part number. The customer performed testing by substitution and determined the power management (pm) printed circuit board (pcb) was the cause of failure. The customer requested the parts ID for the touchscreen and pm pcb, and they replaced the parts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unit turned itself on. There was no patient involvement.